Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing chest pain and shortness of breath. Technical services (ts) was consulted and explained the lead exhibited loss of capture (loc) and high capture threshold. Ts reviewed electrogram (egm) and past transmission have been intermittent. The device remains in service. No additional adverse patient effects were reported.